Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter luer had broken. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed twelve applications were performed with balloon catheter 2af283 lot number 88200-135. Additionally, the data files did not show any system notices. Fifteen applications were performed with balloon catheter 2af283 lot number 88200, and system notice 50012 ¿the refrigerant delivery is obstructed¿ was confirmed on the second application. Visual inspection of reported balloon catheter 2af284 lot 88200-31 showed that the catheter was intact with no apparent issues and the luer was not broken. The reported balloon catheter passed the performance test and electrical integrity as per specification, and impedance was also within specification. In conclusion, the reported broken luer issue was not confirmed through returned product analysis and data analysis. If information is provided in the future, a supplemental report will be issued.